Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomies, hysterectomy to remove the essure device/ one or more surgeries to remove). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 25-sep-2017: follow up summons: event pelvic pain, vaginal pain, severe cramping, heavy abnormal bleeding added. Essure implantation and removal date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). Essure was removed in (B)(6) 2015. The reporter considered abdominal pain, back pain and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (chronic) / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomies, hysterectomy to remove the essure device/ one or more surgeries to remove). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine and vaginal discharge was resolving and the genital haemorrhage, abdominal pain, back pain, menorrhagia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6) 2013 : transvaginal ultrasound : total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (chronic) / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomies, hysterectomy to remove the essure device/ one or more surgeries to remove). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine and vaginal discharge was resolving and the genital haemorrhage, abdominal pain, back pain, menorrhagia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. Diagnostic results: nov-2013 : transvaginal ultrasound : total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Plaintiff demographics updated and concomitant medication added. Essure indication updated and lot number added. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines / headaches, vaginal discharge were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (chronic) / pain pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal disorder, vaginal infection, polymenorrhea, uterine fibroids and overweight. Previously administered products included for an unreported indication: depo provera and mirena. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and naproxen. In november 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In december 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches: headaches"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth"). In january 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomies, hysterectomy to remove the essure device/ one or more surgeries to remove). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, headache, mood swings, fatigue, weight increased, alopecia and dysgeusia had resolved, the abdominal pain, back pain, menorrhagia and vulvovaginal pain outcome was unknown and the abdominal pain lower, dysmenorrhoea and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion and removal date current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: impression: small amount of free pelvic fluid. Small right ovarian cyst is likely functional. Disc degenerative change at l5-s1; on an unknown date: impression: small complex cyst in the right ovary. Small uterine fibroids. Smear cervix - in september 2012: abnormal pap. Ultrasound scan vagina - in november 2013: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: upon receiving information through email, it has been confirmed that case (B)(4) is a duplicate of this case. Hence all the information from duplicate case (B)(4) has been transferred to this case and the duplicate case (B)(4) has been marked for deletion. Pfs received events " mood swings, fatigue,weight gain, hair loss, metallic taste in mouth" were added. Outcome of event " migraine and cramping" were updated from recovering to not recovered and mood swings, fatigue, weight gain, hair loss, metallic taste in mouth were updated as recovered. Medical history, lab data and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (chronic) / pain pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal disorder, vaginal infection, polymenorrhea, uterine fibroids and overweight. Previously administered products included for an unreported indication: depo provera and mirena. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and naproxen. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches: headaches"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth"). In (B)(6)2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), metrorrhagia ("metrorrhagia(bleeding b/w periods)") and hypersensitivity ("allergic-other"). The patient was treated with surgery (bilateral salpingectomies, hysterectomy to remove the essure device/ one or more surgeries to remove). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, headache, mood swings, fatigue, weight increased, alopecia, dysgeusia, metrorrhagia and hypersensitivity had resolved, the back pain, menorrhagia and vulvovaginal pain outcome was unknown and the abdominal pain lower and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6)2015 reported in current fu current weight 260 lbs. Received treatment for-pelvic/abdominal pain, dysmenorrhea, dyspareunia, metrorrhagia, allergy reaction nos., vaginal discharge, fatigue, hair loss, migraine, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: impression: small amount of free pelvic fluid. Small right ovarian cyst is likely functional. Disc degenerative change at l5-s1; on an unknown date: impression: small complex cyst in the right ovary. Small uterine fibroids. Smear cervix - in (B)(6)2012: abnormal pap. Ultrasound scan vagina - in (B)(6)2013: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: newly added events-" metrorrhagia, allergic reaction nos", reporter, lab data were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (chronic) / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and headache ("migraines / headaches: headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomies, hysterectomy to remove the essure device/ one or more surgeries to remove). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine and vaginal discharge was resolving and the genital haemorrhage, abdominal pain, back pain, menorrhagia, vulvovaginal pain, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6) 2013 : transvaginal ultrasound : total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: new event migraines / headaches: headaches was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.